Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The patient was contacted for follow up, due to the mention of a hospitalization. Made contact with the patient, and he stated that he was hospitalized twice due to low blood glucose levels. The patient's blood glucose was 35 mg/gl on the first event and 20 or 30 mg/dl on the second event. The patient stated that he also had pneumonia, and felt that it contributed to the low blood glucose levels. The patient did not feel the need to troubleshoot as the device has been working properly. The patient did mention that the unit had a cracked case. Advised the patient that the insulin pump would be replaced due to the physical damage. Nothing further was reported.